Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily injections (mdi) as backup therapy, and technical support arranged for a new replacement pump to be sent. The problematic pump was to be returned to tandem within 10 days using the provided return box and pre-paid label, with instructions for putting the pump into storage mode prior to return.